Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report he had been experiencing high blood glucose. Blood glucose reading was 491 mg/dl. The customer had treated with manual injection. Troubleshooting was performed. No anomalies were noted. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Customer mentioned that a few times the infusion set had not be connected properly at the quick release. Advised that this could be causing the high blood glucose as insulin would not be delivered properly. Nothing further reported.